Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a battery out limit. The patient's blood glucose at the time of incident is unknown. The pump turned off, then turned back on, and then alarmed with the battery out limit. Troubleshooting was initiated for the battery out limit. The alarm occurred during normal use. A replacement pump was shipped to the customer since he was going out of town and a white box was send for him to return the product. It is unknown whether or not the customer will return the pump or not.